Event description:
It was reported that during an unknown procedure, the clips were not forming properly. Used a similar device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.